Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturing reference number: 2017865-2022-14798. It was reported that the patient presented for an elective replacement procedure from pacemaker to implantable cardioverter defibrillator (ICD). During the procedure, the right atrial lead and right ventricular lead were explanted and replaced for unknown reasons. The patient condition was stable.